Manufacturer narrative:
Additional information: a quality investigation was performed to include a batch review. The review yielded no discrepancies related to the complaint issue. A previous investigation was applicable to this complaint and was leveraged. The investigation concluded the likely root cause for the issue "stop flow between patient and chamber of unometer product" could not be identified on the base of information received. No corrective actions are required at the moment. Complaints will be monitored. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4)

Manufacturer narrative:
Manufacture date: 03/2014. Based on the available information, this event is deemed a reportable malfunction. There were no reports of any patient harm. Additional patient/event information has been requested. Should additional information become available, a follow-up report will be submitted. Note: there are two (2) cases associated with this complaint; therefore a separate FDA form 3500a has been generated to address the other case. (B)(4).

Event description:
It was reported that the urine does not automatically drain from the catheter into the urine meter chamber. The nurse has to manually push the urine by pressing the tube towards the chamber. The nurse further reported that as long as the urinemeter device is placed correctly, the urine drains without any issues.